Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the hexagonal drive is strongly twisted due to mechanical overload. The measurable dimensions of the broken screwdriver shaft were checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. These findings are indications that a mechanical overload was applied onto this instrument during the screw removal which led to the damage of the screwdriver shaft. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the findings indicate that a mechanical overload was applied onto this instrument during the screw removal the complaint condition is due to the conditions of use and operational context contributed to this event.

Event description:
It was reported that during the removal of a plate the tip of the screwdriver shaft broke off into the head of the screw. No further information was provided. This is report 1 of 1 for complaint (B)(4).